Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 20mm x 4mm, 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a significant bend between 45 and 90 degrees. Pre-dilation was performed with an unspecified balloon catheter. A 4.00x24mm promus element stent delivery system was selected to treat the lesion. The stent was dislodged when the physician delivered the device from the femoral artery into the coronary artery. The dislodged stent reached the small branch end of the femoral artery. The physician did not withdraw the dislodged stent and completed the procedure with a different device. The dislodged stent remained inside the subject. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent had detached from the balloon and was not returned for analysis. A visual and microscopic examination found that the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. Traces of blood were visible in the guidewire lumen indicating the device had been advanced over the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 20mm x 4mm, 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a significant bend between 45 and 90 degrees. Pre-dilation was performed with an unspecified balloon catheter. A 4.00x24mm promus element ¿ stent delivery system was selected to treat the lesion. The stent was dislodged when the physician delivered the device from the femoral artery into the coronary artery. The dislodged stent reached the small branch end of the femoral artery. The physician did not withdraw the dislodged stent and completed the procedure with a different device. The dislodged stent remained inside the subject. No patient complications were reported and patient's status was stable.